Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. A review of complaints from the past 12 months reveals that only this complaint of ref# (B)(4) has been received for this issue. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported a crack was found in the syringe barrel during use.